Event description:
It was reported via clinic notes that the patient had an increase in seizures in 2009 and went to the hospital. The patient's settings were reduced from 2.75 ma to 2.25 ma and the duty cycle was changed from 25% (on 30 sec - off 1.8 min) to a 35% duty cycle (on 30 secs - off 1.1 min). The patient tolerated this well. The patient's medications were also decreased back to their previous doses. Patient was seen 3 months later and the seizures were back to a normal level. Vns settings were increased slightly. Per clinic notes, these spells of increased seizures are usual for the patient and they come and go and "seem to be random in their onset". However, they occur more often around her menses. These spells may not be actual seizures, per physician, but this cannot be confirmed. No further interventions were taken as the patient was doing well at follow-up.